Event description:
It was reported that the customer experienced a low blood glucose of 48 mg/dl. She treated with glucose tablets. Customer's sensor needle housing became stuck in the serter. Nothing further reported.

Manufacturer narrative:
Evaluated 12 opened/used partial sensors and found two of 12 insertion needles separate from sensor base, 10 remaining sensors are missing insertion needles. We were unable to perform customer complaint due to customer returning sensors opened/used. Complaint against serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.